Manufacturer narrative:
A steris service technician arrived onsite to inspect the harmony vled surgical lighting system and confirmed that the cover had detached. While onsite, the technician spoke to user facility personnel who stated the reported event was caused by bumping the lighting system into other pieces of equipment. The harmony vled surgical lighting system operator manual states (1-4), "caution - possible equipment damage: do not bump lightheads into walls or other equipment." The necessary repairs were made, the lighting system was tested, confirmed to be operating according to specification, and returned to service. The technician counseled user facility personnel on the proper use and operation of their lighting system, specifically to not bump lightheads into walls or other equipment. No additional issues have been reported.

Event description:
The user facility reported that during a patient procedure one of the plastic covers from their harmony vled surgical lighting system detached and fell entering the sterile field. The cover was removed from the sterile field and the procedure was completed successfully. No report of injury.